Event description:
A report was received that the patient has developed an infection near the ipg site. The symptoms included that the area was hot and red. The physician believed that the infection was procedure related and not related to the device. No antibiotic treatment was given. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.